Event description:
The consumer stated a tampon came apart upon removal. She visited the emergency room to have the remaining pieces removed.

Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.